Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). Proceed with the following testing to assure proper functionality of the unit. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. After testing, pump error 37 was noted during rewind trials. The pump detailed trace (pdt) spreadsheet was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the reason complaint. Error alarm 130 was found on the pdt which might have triggered the rewind/motor failure alarm (37). Problem isolated to motor assembly. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture or damage were noted on electronic assembly. Cosmetic damages were found on the pump, this includes: scratched case, cracked keypad overlay, cracked case (battery tube), pillowing keypad overlay, and label damage in conclusion, costumer alleged concern for constant rewind failure was not confirmed during testing, however, unexpected pump error 37 (rewind failure) was noted. Problem isolated to motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged the pump would not rewind or load, and they had to remove the battery because it kept alarming. The customer also reported that the piston does not go down during a rewind and remains stuck on that screen. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed and indicated that the unable to exit load reservoir process. Attempted to complete again but pump could not complete the load reservoir process. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to a backup plan per healthcare professional instructions. The product mmt-1884 will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.